Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed conductor wire 2 and conductor wire 3 were protruding out of the shaft between electrode ring 3 and electrode ring 4. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the protruding conductor wires could not be conclusively determined.

Event description:
This report to advise of an event noted during analysis confirming an exposed wire of the catheter.